Manufacturer narrative:
Medical device lot # unknown. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen needle 30x8 ema broke off. The following information was provided by the initial reporter : the consumer reported that when receiving an injection the needle broke off and remained under the skin. Despite repeated visits to doctors, the needle had not yet been obtained.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 8247897. D4: medical device expiration date: 2023-08-31. H4: device manufacture date: 2018-09-04. H6: investigation summary four photos of a 30g x 8mm pen needle carton and one pen needle sample were returned from lot. No. 8247897, cat. No. 320519. Visual examination of the returned photos was carried out and a broken patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related.

Event description:
It was reported that 1 bd pen needle 30x8 ema broke off. The following information was provided by the initial reporter : the consumer reported that when receiving an injection the needle broke off and remained under the skin. Despite repeated visits to doctors, the needle had not yet been obtained.